Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. The customer replaced the measurement cartridge and stated they are operational. Review of the data from rp500 s/n (B)(4) for the escalated event as well as the full life of the mcart indicates a well functioning co-oximetry. The thb appears very stable and the spectra signature for the sample, typical of an arterial whole blood sample with the thb result reflective of the concentration delivered to the co-ox sample chamber. The co-ox slide cell appears to be functioning correctly and very stable based on: very low rate of thb-related calibration drifts (on day of event and several days prior there were no cx-related d2/d3/d70:2s), recovery of thb for aqc, all levels are at target with very small imprecision and cx temp is within specification. The root-cause is unknown. It is known that thb results are easily impacted by inadequate and/or proper mixing. Blood samples need to be thoroughly mixed in multi planes in order to distribute the red blood cells uniformly throughout the sample.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500 when compared to two other rp 500 instruments. There was no report of injury due to this event.